Event description:
The customer reported that she got into the pool with the insulin pump on and the device had fog on the edges of the screen. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of moisture damage on the electronic and motor assembly.